Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿inspection results (measurement, testing data) not verified by iqa assignee". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the urine seeped out from the side seams of urine leg bag after 48 hours. This would increase the risk of patient potentially developing a catheter-associated urinary tract infections (cauti) or a fall due to slipping in urine. Each box only came with one set of elastics. This was not viable for the type of patients the customer had at their institution. One box would be divided between 10 patients; thus, they did not had fixture for the other 9 bags. The institution had been trying to bridge this gap by supplying the elastic, but this was an extra cost that the company should be carrying and would not be borne by their finance department in the coming year. It was also stated that silicone layer on elastic tends to pull the skin of the sensory compromised patients at their institution thus increasing the risk for skin breakdowns and or pressure ulcer development. The bags had been coming of late with internal chambers in the body of the bag. This led to poor emptying of the bags and inability to accurately measure the contents of the bags before emptying. This in turn made the gradient provided on the bags of no use as the volume was split into three. The spinal patients in hospital had a leg bag for up to 6 weeks if bag was kept according to protocol. The poor quality of the bags leads to them having to replace these bags on a more regular basis. This in turn lead to an increase in the cost for the ward to defray in patient care. The institutional layout and patient profile (chronic not acute) were not conducive of the numbers of the product being used as it is costly to replace between 1 to 2 weeks if bags were leaking replacement increases to up to daily. No medical intervention was reported.